Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient¿s remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed a high out-of-range (oor) shock lead impedance measurement. Boston scientific technical services (ts) discussed that single coil leads can exhibit higher shock impedances. Ts stated that it is for the physician¿s discretion to continue monitoring the patient via the patient¿s remote home monitoring system or bring the patient in for commanded shock measurements. Additional information was obtained indicating that commanded shocks were performed and were within normal range of 80 ohms. The system remains in service and the physician will continue to monitor the patient. No additional adverse patient effects were reported.